Event description:
It was reported that right hip revision surgery was performed on (B)(6) 2017 due to pain unrelieved with conservative treatment and significantly increased metal ion concentration in the blood. The bhr resurfacing head and acetabular cup were explanted and replaced with a tha construct. The patient was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed. Bilateral patient, left hip revision surgery to be submitted via subsequent report.